Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. The patient suffered a cardiac tamponade during an afib ablation in the left atrium. This was noticed when, after drawing an act (activated clotting time) the nurse put the transducer "back to pressure" there was no blood pressure reading. The large effusion was then diagnosed on intracardiac echo. A pericardiocentesis was performed, but the patient had to be sent to CT surgery and was in route at the time of this report. Also reported, the stsf catheter had to be re-zeroed multiple times during ablation, as it was not displaying force readings properly. The physician did not comment on whether they believed bwi products to be a factor in the patient injury. Ablation parameters: max 50 watts, with flow rate of 15 ml/min. Ablation took place in the left atrium. There were no noticeable impedance or temperature changes during ablation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 5/7/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6/3/2021, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. The patient suffered a cardiac tamponade during an afib ablation in the left atrium. This was noticed when, after drawing an act (activated clotting time) the nurse put the transducer "back to pressure" there was no blood pressure reading. The large effusion was then diagnosed on intracardiac echo. A pericardiocentesis was performed, but the patient had to be sent to CT surgery and was in route at the time of this report. Device evaluation details: the catheter was returned to biosense webster for evaluation. Bwi conducted a visual inspection, electrical, generator, spi screening, deflection, and irrigation test of the returned catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thmcl smtch sf bid catheter. Electrical, generator, spi screening, deflection, and irrigation testing were performed in accordance with bwi procedures, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30506716m number, and no internal action was found during the review. As part of bwi's quality process, all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The event described could not be confirmed as the device performed without any malfunctioning issue. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).